Event description:
Advanced bionics was made aware that the patient's device was explanted the patient was re-implanted with another advanced bionics device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.